Manufacturer narrative:
Baxter product surveillance reviewed proper procedures with the home patient's spouse.

Event description:
A home patient's spouse contacted baxter's technical service center and reported the home patient disconnected himself during drain 4 of 4 and did not cap off. Baxter's technical service representative instructed the home patient's spouse to cap the catheter and contact the nurse. Follow-up with the home patient's nurse revealed the home patient was treated prophlactically with ancef 2 grams, intravenous, for six hours. In addition, the home patient's transfer set was replaced.